Event description:
The lead was previously attempted to be explanted due to j retention wire fracture with protrusion through the outer polyurethane insulation with migration away from the lead body. A portion of the j wire remained implanted. The portion of j wire has been successfully extracted from the pulmonary artery. Device analysis is provided.

Manufacturer narrative:
Evaluation summary: visual inspection under 30x magnification indicates the j stiffener wire has fractured at the weld site with two sections of the j stiffener wire received. The first section of the j stiffener wire measures approx. 4mm and the second section, which appears to be the proximal section, measures approx. 63mm and was received with approx. 4mm of the distal end protruding out of the outer polyurethane insulation approx. 28mm proximal of the weld site. It appears that approx. 21mm of the j stiffener wire was not received with all recorded measurements adding up to approx. 67mm. X-ray of lead confirms j stiffener wire fractures and protrusion.